Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 10 minutes: 9.3 mmol/l (aviva system) and 3.68 mmol/l and 2.6 mmol/l (professional meter) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).